Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Checking your blood glucose 7 / page 81. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel.

Event description:
The patient reported his blood glucose level reached high (>500 mg/dl) while wearing the pod between 24 and 36 hours. The patient stated the pdm (personal diabetes manager) was not functioning. The patient was hospitalized for 24 hours due to hyperglycemia and was treated with IV insulin.